Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) performed system verification and high sensitivity (hs) system check, routine system check, and quality control (qc); all results passed within assay and instrument specifications. No system issues were noted. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported an elevated initial troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni used in conjunction with the access 2 immunoassay system. An initial result of 0.06 ng/ml was obtained but was not released out of the laboratory. Patient care was not impacted. The sample was then poured in to a 0.5 ml insert cup and reanalyzed on the same instrument which produced a lower result of 0.02 ng/ml. In addition, the sample was analyzed through an alternate methodology which produced a lower result of 0.01 ng/ml. The customer then retested the patient's sample, on the same instrument, and obtained lower results of 0.01 ng/ml and 0.21 ng/ml, respectively. The patient's sample was centrifuged at 5,250 rpm (rotations per minute) for three minutes. The sample was analyzed from the primary tube. No sample integrity issues were noted. All system parameters, including quality control (qc), calibration, and system checks (post event) were performing within assay and instrument specifications. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.